Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had motor position encoder error alarm. The customer¿s blood glucose was 128 mg/dl at the time of incident. Customer reported that they received motor error alarm. Customer was able to successfully clear the alarm. Customer reported that the drive support cap appears normal. Customer reported that the insulin pump was not exposed to magnetic field. Customer was able to complete insulin pump rewind. Customer stated that the threads were broken off battery compartment. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan as per health care professional instruction. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the rewind, basic occlusion, prime or a33 and displacement test. Device received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing. Unable to verify e70 alarm and excessive no delivery alarm due to motor error alarm. Device received with broken battery tube threads.